Event description:
It was reported that the user experienced hyperglycemia after eating a bowl of ice cream without announcing a meal while using the ilet system, and later contacted support for guidance on changing supplies. Symptoms included elevated blood glucose with a reported peak above 400 mg/dl and duration outside target for approximately 1.5 hours, without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing beyond a negative report, and self-management at home. Investigation included technical support troubleshooting and education focused on supply change and use of meal announcements. Investigation of this case revealed user-related factors associated with a missed meal announcement and no device alerts or alarms reported. It was concluded that the event was attributable to use error related to missed meal announcement rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.